Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer failed and stock not released. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that mini drawer 1.6 was stuck and would not open without assistance. The engineer powered the station down, opened the emergency lever, and opened all six drawers in the row, with drawer 1.6 requiring assistance to open. The engineer found a piece cracking off the mini engine, replaced the mini engine, and powered the station back on. The customer tested the drawer and found it functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.